Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The first closure device deployed was a 27mm sized device. This device was deployed and recaptured multiple times before the decision was made to exchange for a 35mm closure device. The new device was deployed and after a few repositions the device was then assessed for release. While checking release criteria it was noted that there was a linear thrombus that was adjacent to the core wire of the closure device. The physician aspirated the thrombus using the delivery system, but there was no change to the thrombus. The procedure was continued and after meeting all release criteria the device was released from the core wire. The thrombus was still present next to the threaded insert of the closure device. The physician used the delivery system again to aspirate the thrombus, but it still remained unchanged. The physician removed the devices from the patient and additional post procedure monitoring was performed. The patient remained fine and the thrombus remained the same. The patient was admitted overnight with heparin therapy and follow up imaging planned. The follow up imaging showed that the thrombus had resolved. The patient is doing well following this event and has since been discharged from the hospital.